Event description:
A materials manager reported that during an ophthalmic procedure, the foot pedal would not adjust the settings without multiple attempts. No further information was provided. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company rep to assist with troubleshooting. The customer ordered a replacement footswitch. Based on qa assessment, the product met specs at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned footswitch was connected to a calibrated system and was found to meet specs. The footswitch and the system were both found to meet specs. Therefore, the root cause of the reported event cannot be determined conclusively. The MFR internal ref number is: (B)(4).